Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and it showed a blister package top web (printed side). The reported issue could not be identified in the photo provided. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) non-dehp standard bore catheter extension sets leaked; further described as "it isn¿t getting a good seal". The issue was observed when tightening the end of the sets with an intravenous (IV) catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.